Event description:
It was reported by the customer that a pyxis medstation es system patients not showing. The customer stated that they had to create temporary patients list and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software specification issue. The technical support specialist advised the user to re-admit patients from the server by undo discharged. The system functioned as intended after the technical support specialist troubleshooted the device.